Manufacturer narrative:
This case was assessed as reportable to the FDA as the event, skin necrosis (injection site necrosis), was deemed to meet serious injury criteria of necessitated medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. The device history record could not be reviewed as the lot number was not reported. Literature citation: park, s.j., park, j.w., ahn, g.a., choi, s.y., yoo, k.h., li, k., & kim, b.j. (2021). A study of the microbiological profile of filler-induced skin necrosis. Clinical and experimental dermatology, the educational journal of the british association of dermatologists. Doi:10.1111/ced.14653.

Event description:
This MDR is related to MDR 3013840437-2021-00101, 3013840437-2021-00102, 3013840437-2021-00103, 3013840437-2021-00104, 3013840437-2021-00105, 3013840437-2021-00108, 3013840437-2021-00109, 3013840437-2021-00110, 3013840437-2021-00111, and 3013840437-2021-00112, referring to the same literature article. This is a literature report from a retrospective study aimed to delineate the bacterial profile and prognostic factors of filler-related skin necrosis through a review of the clinical and microbiological features of the patients. This literature report from the (B)(6) concerns a (B)(6) year-old female patient. She was injected with hyaluronic acid, into the nasal dorsum (intentional device misuse). Immediately after the treatment with hyaluronic acid, the patient experienced burning and blanching. As reported, the patient also experienced pain and a bluish color and the nasal alar lobule was the affected site. Three days after the treatment with hyaluronic acid, the patient was injected with hyaluronidase, at another hospital. Skin necrosis prognosis was evaluated using the time required for complete epithelialization. The period from filler injection to completion of daily occlusive dressing application was estimated. Duration of the epithelization was 27 days. The epithelialization time was assumed to be proportional to disease severity. The patient was given ciprofloxacin immediately after visiting the hospital. As reported, the treatment regimen included sublingual nitroglycerin tablets, hyperbaric oxygen, antibiotics, daily occlusive dressings, and light-emitting diode therapy until epithelization was completed. Swab culture showed no growth. The patients laboratory data included c-reactive protein (crp, 22.6 mg/l), erythrocyte sedimentation rate (esr, 39 mm/h), white blood cell count (wbc, 10190) and neutrophils (neu, 86.6%). The outcome of the event was unknown. In the opinion of the authors, the fillers were not the source of the infections, because different types of fillers were employed, and the timing of the filler production was different. Moreover, most of the culture isolates were for bacteria associated with nosocomial infections, which suggested that the source of infection was a defective aseptic procedure. The culture results showed that necrotized tissues were more susceptible to bacterial infections than expected. Culture positivity did not significantly influence epithelialization duration. The influence of culture positivity on inflammatory markers, such as erythrocyte sedimentation rate and c-reactive protein, was not confirmed.